Event description:
On (B)(6) 2011: patient with acute inferior wall mi underwent emergent coronary angiogram, stent(s) placed, thrombus extracted. Patient went into cardiogenic shock, iabp was placed with 1:1 augmentation, intubated, and maintained on vasopressors. On (B)(6) 2011 - multiple alarms from iabp. Iabp switched to new iabp. Alarms continued then "blood detected" alarm, and unit shut down. On (B)(6) 2011: attempt removal of iab catheter failed and balloon appeared "stuck". Emergently a vascular surgeon was able to remove catheter percutaneously by up sizing the sheath to an 11 fr. Patient lost pulse to left leg during procedure and emergent arteriogram revealed occlusion of femoral artery. Emergent left femoral endarterectomy, thrombectomy and patch angioplasty performed. Patient remained hypotensive on max therapy. Echo revealed large vsd (not present (B)(6)). On (B)(6) 2011, patient transferred for higher level surgical care to (B)(6) medical center for urgent repair of the vsd.